Event description:
It was reporting that the insulin pump had unresponsive buttons. Troubleshooting was performed. The device rested and it had frozen display. No further info was provided.

Event description:
Reporter alleged obtaining the results of 427 mg/dl and 152 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.